Event description:
It was reported that a pump has a broken power connector. It was reported that the power connector was broken during an infusion of an unknown medication at an unknown rate. The customer stated that the pump was ripped off the wall during the infusion, resulting in the damaged connector. It was also reported that there was patient involvement, but no patient injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation is in progress. When the evaluation is complete a supplemental report will be submitted.